Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed during user tests. There was no patient involvement.

Manufacturer narrative:
Remote support was provided, finding that when the external paddles were replaced with a new set the issue no longer persisted. Based on the information available and the testing conducted, the cause of the reported problem was faulty external paddles. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.